Event description:
It was reported that, after placement, the foley catheter balloon was burst and got naturally removed, so asked for an investigation into the cause. Used new products.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone foley catheter with sample port connector and 2 syringes. Verified material number 2758j14 and manufacturing lot number ngjx5482. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. The balloon deflated 10ml methylene blue solution within 43sec. This is within specification per inspection procedure (B)(4), which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, after placement, the foley catheter balloon was burst and got naturally removed, so asked for an investigation into the cause. Used new products.